Event description:
It was reported that a physician's handheld device was freezing upon interrogation. Troubleshooting was performed and it was determined that the error was originating in the physician's handheld device and the issue could not be resolved. The handheld was replaced and the physician returned his handheld to the MFR for analysis. Device eval has not been completed at this time.